Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During t2h surgery, when the surgeon rotated the nail with the devices after distal screws insertion, the connection of the nail was broken. After that he extracted the nail and inserted the other new nail.

Manufacturer narrative:
The reported issue was confirmed. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail itself was not possible because it was not available. The damages visible on the provided pictures indicate that the nail was assembled correctly. The nail was rotated counter-clockwise (approx. 45°) and the steel profile of the nail adapter damaged the titanium connection pegs of the nail; the pegs were sheared off. After that the user tried to drill the proximal long hole; due to the rotated nail the drill hit the nail surface instead of the nail hole. Rotating the nail is not included in the operative technique and not necessary. Rotation will lead to implant damage and a locking is no longer possible. The case is attributed to an insufficient handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
During t2h surgery, when the surgeon rotated the nail with the devices after distal screws insertion, the connection of the nail was broken. After that he extracted the nail and inserted the other new nail.